Manufacturer narrative:
(B)(6).

Event description:
Elegance study. It was reported that the patient experienced claudication related to worsening ischemia of the target vessel. The subject underwent treatment with three ranger drug coated balloons on (B)(6) 2021 as a part of the elegance clinical trial. The target lesion was in the left proximal common femoral artery and femoral-anterior tibial bypass with proximal reference vessel diameter of 10 mm and distal reference vessel diameter of 5 mm. The lesion was classified as tasc ii d, with a length of 360 mm and 90% stenosis. Prior to target lesion treatment, balloon dilatation was performed using 3.0 mm x 40 mm sterling pta balloon. The treatment of target lesion was performed by dilatation using study devices 5 mm x 40 mm, 6 mm x 100 mm and 6 mm x 200 mm ranger drug coated balloons. Following post dilatation was performed with 7.0 mm x 220 mm sterling pta balloon and the final residual stenosis was noted to be 10%. On (B)(6) 2022, subject was noted with the claudication symptoms related to worsening ischemia noted in bilateral lower extremity. On the same day, subject underwent left lower extremity duplex which revealed that the left external iliac artery was patent, common femoral artery had mural thrombus, femoral-anterior tibial bypass graft proximal anastomotic site was 50-99% stenosis, and the proximal anterior tibial artery was patent. On (B)(6) 2022, 255 days post index procedure, 80% stenosis noted at the proximal anastomosis and proximal bypass graft were treated by balloon angioplasty using 5 mm x 150 mm ranger drug coated balloons. Post intervention, the final residual stenosis was noted to be 20%.